Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their recently implanted cardiac resynchronization therapy defibrillator (crt-d) was causing pain and hematoma. The patient stated that the issue had not subsided since the implant procedure. It was further reported by the patient that there was a large knot over and under the device, described as baseball-sized and hard and that they felt miserable. The patient also expressed frustration with communication regarding the issue, stating that after speaking with the physician and reaching out three times, they did not feel their concerns were addressed and was told to put their shirt on. The patient indicated that soreness was improving; however, the knot remained hard, and they reported difficulty sleeping for seventeen days. The crt-d remains in use. No further patient complications have been reported as a result of this event.